Manufacturer narrative:
H6: health effect - impact code: 1802 is based upon the final impact of the patient. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that using the involved angio-seal device, hemostasis was successfully achieved. However, delayed bleeding occurred and a pseudoaneurysm developed later. The patient who appeared to have completed treatment without problems died. It is unknown whether autopsy was performed. Additional treatments are unknown and will be confirmed with the physician. Physician's comments: complications, such as delayed bleeding and pseudoaneurysms, obviously increased when the product was changed to vip. The procedure before deploying the device was thrombus aspiration for androgen insensitivity syndrome (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site and the vessel diameter are unknown. The event occurred post-operative. Additional information was received on 21 dec 2023: the premise was that the death was due to a combination of several factors, such as poor bleeding control, poor patient background, and problems on the part of the medical staff. However, considering the root cause, it would not have occurred without the product. The patient had an aortic stenosis (as), he underwent ais after transcatheter aortic valve implantation (tavi). The puncture site was the common femoral artery, which was a lower branch, above the bifurcation but below the femoral head. The posterior wall was not punctured. The area around the puncture site was severely calcified. Ultrasonography showed no calcification in the anterior wall, and the puncture was aimed at that area. As the physician determined that a perclose (abbott) would be difficult to use, the angio-seal device was used. There was no anchor breakage or other abnormalities during the procedure. Hemostasis was achieved perfectly right after the procedure. No damage to the product. 4000 units of heparin was administered during the procedure. Heparin was continued at 10,000 units a day from december 9. At 9:00 pm on friday, december 9, hemostasis was achieved after the treatment was completed. No problems were noted. The patient rested quietly in bed. In the morning on saturday, december 10, rebleeding occurred, and hemostasis was achieved by manual compression. Vital signs were stable, and ultrasound confirmed that bleeding had stopped (ultrasound only). Around 3:00 pm, rebleeding occurred and treated. An emergency physician did not determine that bleeding occurred and left the bleeding. Therefore, CT scan was taken at midnight. At 0:00 am on sunday, december 11, CT was taken. Contrast CT showed bleeding from the anterior wall, and a pseudoaneurysm developed. When hemostatic cotton was removed, bleeding occurred. Around 3 am on (B)(6) 2023 the patient died. The use of the angio-seal device in the severely calcified area seemed to be a factor in the failure of hemostasis. In addition, the subsequent treatment, and the fact that the puncture site was below the femoral head may have contributed to the patient's death.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for patient death. However, the exact root cause cannot be determined. The likely cause was determined to have been a combination of patient health factors, procedural factors, and patient care. It is unlikely that the use of the angio-seal device caused the reported incident to occur, and no direct contribution of the device was able to be identified. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).